Event description:
The customer reported a cable connector is broken and a problem with the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and the monitor cable. The system operates as intended.